Event description:
The following descriptions of the event were provided by the distributor in india. No patient involvement. Touch screen not working front panel leds are working ok. Black fluid spots are seen on screen.

Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the foreign distributor. (B)(4). The foreign distributor determined that the most likely cause of the reported event was a malfunctioning front panel assembly. The foreign distributor shipped a replacement front panel assembly to repair the dev ice and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty front panel assembly for evaluation. As of january 27, 2015 the alleged faulty front panel assembly has not been received. Should the alleged faulty front panel assembly be received and evaluated, a follow-up medwatch report will be submitted.